Event description:
It was reported that the patient's mother observed that the child's speech understanding had decreased. He had started to watch tv at high volume and to speak loudly. Testing shows that the ground path impedance had increased.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.